Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose of around 30 mg/dl. The customer's blood glucose was 172 mg/dl at the time of call. The customer stated that the emergency medical services were called. The customer stated that they were given IV drip to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that they were hospitalized twice due to low blood glucose. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.